Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. Mitraclip 41002a1070 ntw was implanted successfully. During deployment second mitraclip 40903r1098 nt, difficulty grasping the leaflets was encountered. There was chordal rupture which lead to increase in mr. The device was removed from the anatomy. Third mitraclip 50113a1026 xtw was placed medial to clip 1. The clip was stable on deployment. Fourth mitraclip 50115a1041 xtw was placed medial to clip 1 and lateral to clip 2. An attempt was made to place the fifth mitraclip 50123r1008 xtw lateral to clip 4 and medial to clip 1. Fifth clip was entangled with clip 4 and caused it to shift. There was inadequate grasp of leaflets which lead to unchanged mr. The fifth clip was removed from anatomy. An attempt was made to implant a closure device between first and third mitraclip. During deployment of closure device, it had interaction with mitraclip 1. This made mitraclip 1 to shift and lead to increase in mr to grade 4+. The patient was extubated and was in stable condition. The physician referred the patient for surgery. There was no clinically significant delay. On (B)(6) 2025, the patient had mitral valve and tricuspid valve surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported migration is a cascading event of being damaged by another device. The device being damaged by another device appears to be related to procedural conditions (interaction during deployment of closure device). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. Mitraclip 41002a1070 ntw was implanted successfully. During deployment second mitraclip 40903r1098 nt, difficulty grasping the leaflets was encountered. There was chordal rupture which lead to increase in mr. The device was removed from the anatomy. Third mitraclip 50113a1026 xtw was placed medial to clip 1. The clip was stable on deployment. Fourth mitraclip 50115a1041 xtw was placed medial to clip 1 and lateral to clip 2. An attempt was made to place the fifth mitraclip 50123r1008 xtw lateral to clip 4 and medial to clip 1. Fifth clip was entangled with clip 4 and caused it to shift. There was inadequate grasp of leaflets which lead to unchanged mr. The fifth clip was removed from anatomy. An attempt was made to implant a closure device between first and third mitraclip. During deployment of closure device, it had interaction with mitraclip 1. This made mitraclip 1 to shift and lead to increase in mr to grade 4+. The patient was extubated and was in stable condition. The physician referred the patient for surgery. There was no clinically significant delay. On (B)(6) 2025, the patient had mitral valve and tricuspid valve surgery. No additional information was provided.